Event description:
Per oos, this system was explanted due to infection. This system was replaced with a new biotronik system. The explanted system: cylos dr, MDR 1028232-2008-00646. Setrox s 53, MDR 10028232-2008-00647. Selox st 60, MDR 1028232-2008-00648.